Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 10 in the mouth, primary stability was not obtained in type ii bone. Clinician noted patient's labial plate was too thin and fractured while torquing implant. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 10 in the mouth, primary stability was not obtained in type ii bone. Clinician noted patient's labial plate was too thin and fractured while torquing implant. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate dental implant was placed in ada site 10 in the mouth, primary stability was not obtained in type ii bone. Clinician noted patient's labial plate was too thin and fractured while torquing implant. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).